Manufacturer narrative:
Correction d4: updated catalogue #, lot #, expiration date, unique identifier # (omitted on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of an amia automated pd set with cassette. This event occurred as the patient was attempting to disconnect from their pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.